Event description:
One endeavor sprint drug eluting stent was implanted in the plsa during index procedure. The patient suffered an mi approximately 50 months post index procedure. Investigator assessed the event to be not related to the study device. The patient was treated with medication. It is reported that the event is resolved and the patient recovered with treatment.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).